Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 710 mg/dl. The customer stated that she was vomiting prior to being admitted. The customer had changed the infusion set on the morning of the hospitalization, and had experienced high blood glucose levels all morning. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the customer couldn't conduct the high pressure test at the time of the call. Nothing further was reported.